Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker device presenting electrogram (egm). Upon review, the presenting egm showed right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a stored non-sustained ventricular tachycardia (nsvt) episode. The nsvt episode showed patient appeared to have junctional rhythm that is being blanked leading to over pacing. The hcp noted that the right ventricular (rv) lead high out of range pacing impedances is a known issue and is being monitored. Ts provided programming optimization recommendations. No adverse patient effects were reported. The pacemaker and rv lead remain in service.